Event description:
It was reported that cardiac perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted under general anesthesia. Following the procedure, the patient's blood pressure dropped after the patient returned to the critical care unit (ccu). Cardiac color ultrasound imaging performed approximately six hours post procedure showed a pericardial tamponade. After 300ml of non-coagulative fluid was removed by pericardial puncture, the patient's condition continued to worsen, and the patient was transferred to emergency cardiothoracic surgery for a thoracotomy one day post procedure. The closure device was then explanted from the laa, and the laa was ligated. The result indicated bleeding in the laa, and the patient gradually recovered following cardiac repair. The patient was discharged home in (B)(6) 2021.

Manufacturer narrative:
B5: describe event or problem - updated.

Event description:
It was reported that cardiac perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted under general anesthesia. Following the procedure, the patient's blood pressure dropped after the patient returned to the critical care unit (ccu). Cardiac color ultrasound imaging showed a pericardial tamponade. After 300ml of non-coagulative fluid was removed by pericardial puncture, the patient's condition continued to worsen, and the patient was transferred to emergency cardiothoracic surgery for a thoracotomy. The result indicated bleeding in the laa, and the patient gradually recovered following cardiac repair. It was further reported that there were no recaptures of the closure device prior to release. The pericardial tamponade was noticed approximately six hours post implantation of the closure device. The thoracotomy was performed one day post procedure, the closure device was then explanted from the laa, and the laa was ligated. The bleeding was noted near the upper edge of the laa during the surgical thoracotomy. The patient was discharged home in may 2021.